Manufacturer narrative:
(B)(4).the sample is not available as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the root cause could not be determined. The batch review was performed on potentially associated lots (h10e06061) with no issues noted. Labeling review was found to be adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1. The home patient (hp) stated that the supply line clamp was open and there was no bag attached to it. The technical service representative (tsr) advised the hp to start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated that she was not aware of this event, however, the patient has been seen since this event and has not reported any further issues. There was no patient injury or medical intervention associated with this event.